Event description:
On (B)(6) 2012, a health professional (clinical specialist CT) at a user facility provided info to a sales rep of a bracco distributer and the sales rep forwarded the info to (B)(4)(operating on behalf of brocco) on the same day with local reference number of (B)(4). On (B)(6) 2012, live follow-up info was obtained from the reporter and included in the initial report. On (B)(6) 2012, (B)(6) female pt with unknown medical history underwent a CT colon examination for ongoing constipation and lower abdominal pain with protocol co2 insufflator (system model: ezem). Pre-existing gastrointestinal problems were not known, because the reporter had no access to the pt's records. Only co2 was insufflated, the total amount of gas used, the duration of the procedure and the maximum pressure were not recorded, but were described as not being extraordinary. No blood pressure, pulse values or o2 saturation were measured during the CT scan. No other procedure such as polyp removal or endoscopy was performed except the CT scan. The CT scan showed free air which led to the diagnosis of bowel perforation. The size and the location of the perforation were unk. The pt reported no symptoms. The pt was admitted to the hospital for monitoring over night as a precaution and was discharged the following day. No treatment was required. The event resolved on an unspecified date. No internal investigation will be performed at the centre. The reporter considered the cause of the event as pt-related. Further info will be requested.

Manufacturer narrative:
On (B)(4) 2013: after internal reassessment of the report, the company decided to submit it to regulatory bodies to maintain a conservative approach. Worldwide case ID: (B)(4). For the time being, there is not enough info available to conclude that bowel perforation had occurred due to the co2 insufflation with the ezem protocol co2 insufflator. The only sign was air seen in the CT scan, but the pt all the time was free of symptoms, even after the period of monitoring over night, and no treatment was required, therefore, with the info on hand the event is considered not reportable.